Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 of (B)(4). It was reported that during a knee arthroscopy w/ meniscal repair surgical procedure it was observed that while using the truespan 12 degree plga device, the surgeon attempted to implant the first two devices. The first one did not have suture in the needle track, and also upon firing once, no implant deployed. The surgeon retried the handle squeeze for first anchor insertion, and implant deployed as normal after that. The second device did not fully deploy the first implant after first squeezing the trigger. Again, the suture was not in the needle corral so the surgeon completely backed out the implant outside of the joint. The implant was false deployed and hanging at end of track. Another like device was used to complete the procedure successfully. There was a two minute delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that comes in used condition. The device's first plate was found deployed. The second plate remains into the device's needle. No damages were found on the device. A functional test was performed to the remaining plate. A rubber meniscus simulator was used. The device performed as intended. The overall complaint was not confirmed as the observed condition of the truespan 12 degree plga would have not contributed to the complained device issue. Based on the findings, the potential cause is traced to the operator did not squeezed the red trigger to its fully position. As per IFU, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.